Event description:
Associated medwatches 9610612-2020-00104 (B)(4), 9610612-2020-00124 (B)(4), 9610612-2020-00125(B)(4), 9610612-2020-00126 (B)(4), 9610612-2020-00127 (B)(4), 9610612-2020-00128 (B)(4).

Manufacturer narrative:
Associated medwatches (B)(4), 9610612-2020-00124 (B)(4), 9610612-2020-00125 (B)(4), 9610612-2020-00126 (B)(4), 9610612-2020-00127(B)(4), 9610612-2020-00128 (B)(4). General information we received a complaint regarding enduro components from the medical center of plano, USA. This is one of (B)(4) cases regarding "problems with enduro components", "implant loosening" and "black debris". Up to now, there are no devices available for investigation. Consequences for the patient post-operative medical intervention was necessary, revision surgery. Investigation no product at hand, therefore an investigation at the devices is not possible. Batch history review the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause based on the information available it is not possible to determine a definitive root cause for the failure at that time. Rationale on the basis of the current information and without a product for investigation, a clear conclusion/root cause for the implant loosening can not be drawn. Corrective action product safety case was created.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as enduro components. The patient was initially implanted with enduro components on (B)(6) 2019. All components were cemented one-on-one with tobramycin placement of stimulan pellets with 240mg of tobramycin follow by 100mg of vancomycin per mixture. The pre-operative diagnosis in 2020 was multi-directional instability following the primary left total knee. There later was a failed left total knee and revision on (B)(6) 2020, and there had been increased pain noted prior to surgery. During the procedure, black debris was found from the carbon fiber slip. A revision surgery was necessary. The implants that were revised were the aesculap enduro components. A competitor's products were used instead. Additional information was requested. The adverse event is filed under xc (B)(4). Associated medwatches 9610612-2020-00124 ((B)(4) nr291z), 9610612-2020-00125 ((B)(4) nr400z), 9610612-2020-00126 ((B)(4) nr870z), 9610612-2020-00127 ((B)(4) nr191z), 9610612-2020-00128 ((B)(4) nr192z).